Event description:
It was reported that the patient experienced low blood glucose after a meal announcement when the glucose was approximately 80 mg/dl and trending downward, with a subsequent reading of 68 mg/dl; education was provided to ensure in-range and non-descending glucose before announcing and to consider fast-acting carbohydrate with meals. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint assessment and user education. Investigation of this case revealed no device malfunction and suggested that timing of the meal announcement in the setting of a downward glucose trend without fast-acting carbohydrate likely contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.